Event description:
It was reported that the filter did not appear to deploy or open properly. The filter migrated to the patient's right ventricle. The patient underwent cardio thoracic surgery to remove the filter from the right ventricle. Importer narrative: a review of procedure films performed by a manufacturer rep showed tissue around the filter, which could possibly be from the puncture site or tissue in the vena cava. Due to the observed tissue around the filter, the importer believes this was the cause of the migration. The device has not been returned for eval.